Event description:
New information received notes the right ventricular lead exhibited noise and low pacing impedance and insulation breach was alleged. The physician capped and replaced the lead on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with dizziness despite only being minimally paced in the right ventricle. Upon interrogation, the right ventricular lead exhibited noise oversensing that was binned as a high ventricular rate. No intervention was performed. The patient was in stable condition.